Event description:
It was reported the asymptomatic patient presented for an implant procedure. During device prep, the pacemaker was removed from the new box and attempted to be interrogated. An error message displayed and no electrogram (egm) tracing was available. The device was exchanged without issue. The patient was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.